Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump would not turn on and the buttons were unresponsive after the battery has been changed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. Customer also reported to have received a battery out limit alarm and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received no button response (act) due to corroded keypad traces. No blank display noted. Unable to verify battery out limit alarm due to no button response. Unit received with severely scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.